Event description:
The device was a change out from a previous medtronic device with 5 year old medtronic leads. The representative reports that prior to hooking up the leads to the lumax the leads were tested through the analyzer and tested satisfactory. Dft testing was performed and defibrillation was successful at 14 joules with a shock impedance of 42 ohms. Following the case it was noted that there was no sensing or capture in the lv. Also she reported that when the device was programmed to vvi biv at 60 it was biv pacing at 120. This behavior stopped when the representative turned off triggering. When the leads were plugged into a second new device the lv lead paced and sensed appropriately. The complaint issue was discovered post device-pocket closure.